Event description:
It was reported that removal difficulties occurred. A promus premier select was selected for a percutaneous coronary intervention (pci) procedure. When the promus premier select was attempted to be directed to the stenosis located in the left anterior descending (lad), resistance was encountered. The balloon of the promus premier select was never inflated. The promus premier select was then attempted to be removed, but again resistance was encountered. The promus premier select was pulled on harder and was able to be removed. Upon removal, a break in the shaft of the promus premier select was noted at approximately 10cm and damage was noted to the stent. The entire device was able to be removed from the patient. The device was continued with a replacement device. No patient injuries were reported.

Manufacturer narrative:
The promus premier select ous mr 16 x 3.50mm catheter was returned for investigation. A visual, tactile, dimensional, and microscopic examination was performed on the returned device. Device analysis identified that a break occurred in the distal extrusion. The break was located at the site of the guidewire exit port. Further analysis identified multiple kinking in the distal extrusion and there was evidence of excessive tensile forces having been applied to the extrusion, at the extrusion exhibited signs of stretching. Additional examinations of the distal extrusion found that the inner/wire lumen was bunched. An examination of the crimped stent found identified that the proximal end of the stent was pulled distally on the balloon resulting the proximal end of the stent being bunched. The mid and distal sections of the stent were securely crimped on the balloon. The reported event was confirmed.

Event description:
It was reported that removal difficulties occurred. A promus premier select was selected for a percutaneous coronary intervention (pci) procedure. When the promus premier select was attempted to be directed to the stenosis located in the left anterior descending (lad), resistance was encountered. The balloon of the promus premier select was never inflated. The promus premier select was then attempted to be removed, but again resistance was encountered. The promus premier select was pulled on harder and was able to be removed. Upon removal, a break in the shaft of the promus premier select was noted at approximately 10cm and damage was noted to the stent. The entire device was able to be removed from the patient. The device was continued with a replacement device. No patient injuries were reported.